Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the cgm mobile application shuts off unexpectedly. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of an unexpected cgm mobile application shut-off could not be determined. A root cause could not be determined.